Manufacturer narrative:
(B)(4).

Event description:
The physician was attempting to treat a lesion in the right carotid artery - common using a fibernet device. The lesion is reported to be severely calcified with calcified plaque, 50% stenosis and vessel severely tortuous. The artery diameter is 6.5mm and lesion length is 30mm. It was reported that the proximal end of the wire attached to the filter was kinked during the advancement of both stent and balloon. After the angioplasty, when the physician tried to withdraw the fibers in order to retrieve the filter, the deployment device jammed and would not work. The fibers were then retracted by using a couple of torque devices and a pullback technique in the proximal end. Both markers were separated, thus confirming that the fibers were straightened. Nevertheless, when the physician tried to retrieve the filter into the supplied recovery catheter, too much resistance was felt. Therefore, it was only possible to partially withdraw the filter into the catheter (the radiopaque tip of the wire was ahead of the catheter distal marker band). As the physician pulled back the system, it got stuck with the distal end of the stent. The filter had to be removed by force. The les ion was reported to very hard, so there was a residual stenosis (~35%) despite two attempts of post-dilation with different balloons. Therefore, the stent didn't appose smoothly to the vessel wall. A second stent (same model) was implanted distally without epd to correct this issue. During the diagnostic the patient suffered an embolic event in m3 due to thrombus dislodgement from an aortic plaque. The event was managed by infusing rtpa but hemiparesis was expected. There were no signs of a clinical consequence associated with this event.